Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The patient is not pacemaker-dependent and no changes were made to the system. The rv lead remains in service and there were no adverse patient effects reported.